Event description:
It was reported the device did not pass the operation test due to battery failure. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.